Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the analyzer had noise on the atrial channel. It was indicated that the patient connector was worn out. The analyzer was to be sent for repair and reallocation.

Event description:
It was reported that the analyzer had noise on the atrial channel and the programmer screen did not stay in the set open position and the back cover needed replacement. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.